Event description:
The customer reported that the lemo connector on the interconnect cable was broke. No patient injury was reported.

Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The interconnect cable was replaced. The system was tested and is operating as intended.